Event description:
It was reported that entrapped on device occurred. A 28 x 2.50 promus elite mr drug-eluting stent was advanced for use. However, during the procedure, the guidewire froze from the stent. There were no further information provided. It was further reported that the stent mandrel could not be removed from the stent. Therefore the stent was not used inside the patient.

Manufacturer narrative:
Device evaluated by MFR.: promus elite us mr 28 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and was within max crimped stent profile measurement. The device was returned with the product mandrel inserted. The mandrel moved freely in the lumen and was removed without issue. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that entrapped on device occurred. A 28 x 2.50 promus elite mr drug-eluting stent was advanced for use. However, during the procedure, the guidewire froze from the stent. There were no further information provided. It was further reported that the stent mandrel could not be removed from the stent. Therefore the stent was not used inside the patient.

Event description:
It was reported that entrapment occurred. A 28 x 2.50 promus elite mr drug-eluting stent was advanced for use. However, during the procedure, the stent become frozen on another manufactures guidewire. There were no further information provided.